Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gram, route and frequency were not reported) and meropenem injection (1 gram, route and frequency were not reported). Antibiotic treatment was ongoing. At the time of this report, the patient outcome was unknown and action taken with pd therapy was not reported. No additional information was available.